Event description:
It was reported that during an implant attempt, the balloon catheter did not inflate. The catheter was not used and another catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned and was analyzed. It was noted that it was not possible to inflate the balloon, as there was a hole in the balloon. It was not possible to determine when the hole occurred and the catheter appeared to have been damaged at implant.